Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) experienced product performance issues related to device inflation, as there was no fluid in the pump, leading to a replacement procedure. During the surgery, fluid loss was noted. The entire ipp was removed and replaced with a tactra malleable prosthesis.